Manufacturer narrative:
Section a2, a3, a4, a5 and a6: unknown/ not provided. Section b3: date of event: unknown/ not provided section d6b: if implanted, give date: not applicable, as there is no indication that the lens was implanted. Section d6b: if explanted, give date: not applicable, as there is no indication that the lens was implanted. Section e1: reporter: first/given name: unknown/ not provided. Section e1: reporter: middle name: unknown/ not provided. Section e1: reporter: last name: unknown/ not provided. Section e1: reporter: email address: unknown/ not provided. Section e1: reporter: address: address - line 1: unknown/ not provided section e1: reporter: address: address - line 2: unknown/ not provided. Section e1: reporter: address: city: unknown/ not provided. Section e1: reporter: address: state, province, or territory: unknown/ not provided. Section e1: reporter: address: post office or zip code: unknown/ not provided. Section e1: reporter: address: telephone number: (B)(6). Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record and complaint history for production order for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an error occurred during a cataract surgery involving the handling of the toric preloaded intraocular lens (iol). The issue was identified before the lens came into contact with the patient¿s eye. As per additional information received, customer noted scratches on lens. There was no any patient injury. No any medical or surgical intervention was required. No further information was provided.